Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. PMA 510(k): this part is not approved for use in the united states; however a like device catalog # 828-083, 510k # k880215 was cleared in the united states. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, the placed rod interfered the skin. The product came in contact with the patient. Post-op, hook at the most cranial of th5 came off, nesplon broke and l/r rods moved toward dorsal. Rods at th levels were cut in revision surgery. The surgeon told that migration occurred due to the hook and wire were overloaded.